Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing an increase in seizures. Further information was received indicating patient had prophylactic battery replacement. Further information was received that the neurologist was unsure of what was causing the increased seizures but referred the patient for a replacement as the battery was low. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received indicating that the reason for the increased seizures is unknown as this is new patient for the md and the seizure level relative to pre-vns baseline is unknown. The md will be taking settings back down to starting levels and build the patient back up to where she thinks he needs to be. The explanted product has not been received to date no other relevant information has been received to date.